Event description:
It was reported that the coring knife did not feel as sharp as usual. They were able to partially core the apex and completed with a scalpel. The patient was recovering from surgery in the intensive care unit (ICU).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number: (B)(6), confirmed damage that could have potentially contributed to the reported event of the knife being dull. The coring knife was returned in a plastic jar. The coring knife was returned in used condition as residue consistent with blood was present on its internal and external body, as well as the blade edge. Microscopic inspection revealed that the blade edge appeared to be damaged in multiple areas, including areas of dents, rolled edges, and hanging burrs. These imperfections appeared to have the potential to contribute to a cutting issue; however, a cut test was performed with the returned coring knife and a silicone pad and the knife produced a cut that was comparable to the control coring knife. The report of difficulty coring was unable to be reproduced. An internal investigation by abbott has determined that the issue with the coring knife cutting edge was the result of a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue and a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by manufacturing analysis task. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures,¿ provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.